Event description:
New information received noted that it was decided not to make any programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Pause episodes were noted on the implantable cardiac monitor. These were a result of undersensing due to poor contact. Programming changes were discussed. Technical services also recommended considering a new location for the device. No interventions were performed. There were no patient consequences.